Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date ¿ unknown. The investigation could not be completed; no conclusion could be drawn since the device was not returned. The manufacturing records were not requested since no lot number was provided.

Event description:
Associate sales consultant reported revision surgery on posterior lumbar fusion at l4-s1. Patient returned to or because a screw had pulled out at s1. Surgeon tightened screw, and extended construct to s2. During the surgery, the t-handle broke while trailing the implant at l4-l5. All pieces of the t-handle were retrieved; none fell into the patient wound. Consultant provided another t-handle for the surgeon to use to complete the procedure. Patient outcome following the surgery was stable and reportedly recovering and there was no extended operative time. This report is for an unknown locking screw. This is 3 of 3 device for this event reported on (B)(4).